Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 2067 radio frequency programmer head. (B)(4).

Manufacturer narrative:
Product event summary: analysis was unable to confirm the reported event, the device functioned as required. The head connections were inspected and the link electronic module (lem) circuit board was examined, no anomalies were found. Software was reloaded as a preventative. It was noted that the system fan was noisy. Product ID 2067 radiofrequency head.

Event description:
It was reported that the programming head was not connecting with the patient¿s device. The programming head was replaced two times, but there still was no connection. The patient's device connected without difficulty with a different programmer. The programmer was returned for repair. There were no patient complications reported as a result of this event.